Event description:
On (B)(6) 2012, the patient contacted animas alleging wide fluctuations in her blood glucose ranging from 15 mg/dl to high readings (>600 mg/dl). The patient reported that on the morning of (B)(6) 2012 her bg was 15 mg/dl. The patient stated her spouse contacted emergency services and when they arrived they treated her with IV glucose to bring up her bg. The patient claimed she was non responsive when the emt's arrived. The patient informed customer support that her bg responded to the treatment and refused to go to the hospital. At the time of troubleshooting, customer support asked the patient to review the pump settings. Customer support noted that the time on the pump was incorrect by 12 hours. Customer support advised the patient that her basal rates and I:c ratios were off as a result of the wrong time. The patient claimed she was aware that the time was wrong but did not change it. The patient was unsure of reason pump's time was incorrect. At the time of the call, the patient rebooted the pump and confirmed the pump was holding the correct time and the date/time did not revert to default settings. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy. The patient's alleged hypoglycemia and hyperglycemia can be attributed to use error since the patient was aware that the pump's time was incorrect; however, failed to correct it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.